Manufacturer narrative:
Heartsine's investigation was unable to confirm the reported fault of a defective pogo-pin. However, during the investigation it was observed that there was a cosmetic defect with a pad-pak locator pin which may have been mistaken for a pogo-pin. The device performed to specification throughout the investigation. The device was scrapped by heartsine and the customer was provided with a replacement device. The hdf-3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The distributor contacted heartsine to report that their device had a defective pogo-pin. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has received the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The distributor contacted heartsine to report that their device had a defective pogo-pin. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.